Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 33 mmol/l. Customer was treated with manual injection. It was unknown whether customer was using auto mode or not. Customer stated that the insulin pump battery died. The insulin pump will be returned for analysis. Corrected summary: the caller stated the customer's pump battery died and the pump would not turn back on.